Event description:
Patient was undergoing a sling operation for stress urinary incontinence when the introducer that was being used to set the anchor for the mesh, the tip broke off and was unable to be located. Metal tip is not radiolucent so unable to locate with imaging. Potential retained foreign object.